Manufacturer narrative:
The customer reported that the non-invasive blood pressure (nibp) on the bedside monitor (bsm) gave incorrect readings and, at times, would not take a reading at all. They switched out the cords, cuffs, and box, but the issue persisted. Technical support (ts) had them attempt a nibp reading while on the phone, and it gave them the wrong reading. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer for all information in the ni list above: no reply was received.

Event description:
The customer reported that the non-invasive blood pressure (nibp) on the bedside monitor (bsm) gave incorrect readings and, at times, would not take a reading at all. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the non-invasive blood pressure (nibp) on the bedside monitor (bsm) gave incorrect readings and, at times, would not take a reading at all. They switched out the cords, cuffs, and box, but the issue persisted. Technical support (ts) had them attempt a nibp reading while on the phone, and it gave them the wrong reading. No patient harm was reported. Investigation summary: multiple attempts were made to request for additional information, but there was no response received from the customer. Therefore, this complaint could not be confirmed, and the root cause of the reported issue could not be determined. A review of a similar complaint ((B)(4)) initiated due to an nibp reading issue shows that failure of the internal components, such as the pump assembly and solenoid, could contribute to nibp reading failure. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of blood pressure monitoring for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signals to a cns. Nibp failures may occur due to device damage, component wear, user errors, or incorrect settings, leading to inaccurate readings. Patient factors like movement can also impact results. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/10/2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: 12/16/2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 3: 12/20/2024 emailed the customer for all information in the ni list above: no reply was received.

Event description:
The customer reported that the non-invasive blood pressure (nibp) on the bedside monitor (bsm) gave incorrect readings and, at times, would not take a reading at all. No patient harm was reported.